Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose of 452 mg/dl. Troubleshooting was done for high blood glucose. Auto mode smart guard feature active at time of high blood glucose event. The insulin pump will not be returned for analysis.

Event description:
It was reported that the customer was not getting any alert. The insulin pump passed self-test and displacement test. The auto mode was not used. The customer reported on september 3, 2021 that he had positive ketones and had nausea, vomiting, abdominal pain. High blood glucose began in the morning of (B)(6) 2021 but customer was not hospitalized until 9pm. Blood glucose when admitted to the hospital was 500mg/dl. Customer was treated with insulin drip. Caller was alleging under delivery. There were 3 air bubbles in the set. Customer was using a very old transmitter that was out of warranty since 2019. Customer was advised to use the new transmitter that they have.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information has been updated and provided in b5 section of this report.